Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient experienced scrotal erosion with an artificial urinary sphincter (aus) pump. The component had moved through the scrotum and skin to the outside of the body. A surgical procedure was performed in which the existing pump and cuff were removed. There were no further patient complications.

Event description:
It was reported that the patient experienced scrotal erosion with an artificial urinary sphincter (aus) pump. The component had moved through the scrotum and skin to the outside of the body. A surgical procedure was performed in which the existing pump and cuff were removed. There were no further patient complications.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this ams 800 underwent a thorough analysis. Visual and microscopical analysis of the cuff was performed; however, no damage or leaks were identified. Upon functional testing, no anomalies were noted in the cuff component. The pump was visually and microscopically examined, not revealing any abnormalities. Upon functional testing, the pump performed within specifications. Product analysis did not identify any mechanical anomaly. The reported patient symptoms of erosion and extrusion are known risks associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.